Event description:
It was reported that the customer blood glucose was 253 mg/dl and customer insulin pump display window has deep scratches and it might be crack. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.